Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times. There was patient use associated with the reported event; however, no further details about the patient, or the event, were provided. After multiple attempts, physio-control has been unable to contact the customer to obtain additional details regarding the reported issue.